Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a network settings issue. A field service engineer updated the network settings and configurations and was set up to auto-start the cf application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was frozen during a procedure. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.